Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? Was a leak test performed in the initial surgical procedure? If so, what was the result? How did the patient present? Can more information be provided about the purulent fluid? What was the site of the fluid and suspected etiology? What was the location of the small hole in relation to the staple line? Were any malformed staples identified? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is the current status of the patient?

Event description:
It was reported by the sales rep that the doctor performed a colon resection and closed the common anastomosis with a tx60b on (B)(6) 2019. The patient returned on (B)(6) 2019 with purulent fluid. The different doctor reoperated and noticed a small hole in the anastomosis. It was not reported what was done to resolve the issue or the status of the patient.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? Was a leak test performed in the initial surgical procedure? If so, what was the result? How did the patient present? Can more information be provided about the purulent fluid? What was the site of the fluid and suspected etiology? What was the location of the small hole in relation to the staple line? Were any malformed staples identified? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is the current status of the patient? Response: upon further investigation, it was noted that this patient did return to surgery; however, the leak was not at the anastomosis site. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.